Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on back, stomach and under breasts. The patient has a history of skin conditions with a yeast build-up. There was no alleged device malfunction contributing to the irritation. Patient had the irritated area cleaned by a nurse. The patient was also using (B)(6) lotion and (B)(6) cream. Follow up indicated that the patient had a yeast infection but has improved.